Event description:
Complainant alleged that while attempting to treat a pt the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical for eval. Instead, the data file from the event was returned, review of the data file concurs that the device improperly advised shock for the analysis. The major factors influencing the result are the percentage of variability in which detected peaks occur and the number of peaks detected. Zoll's eval concluded that although the rhythm should not have been shocked, the shock advise issued by the device was due to the irregularity and variability in amplitude of the signal. The outcome of the analysis is due to the inherent limitations of ECG analysis programs and not due to a device malfunction. Analysis of reports of this type has not identified an increase in trend.